Manufacturer narrative:
The reported events of loss of capture and high pacing impedance were not confirmed. As received, a complete lead was returned in one piece. Visual and x-ray examination of the lead did not find any anomalies except for procedural damage. Electrical testing of the lead did not find any indication of conductor fractures or internal shorts.

Event description:
Additional information was received indicating loss of capture was noted on the right ventricle (rv) lead. The patient was in stable condition. The physician did not recall if the prolongation of the procedure was considered to be clinically significant.

Event description:
It was reported that during the initial implant procedure, high pacing impedance and inadequate capture were noted on the right ventricle (rv) lead. Repositioning attempts were made with the rv lead, however, high pacing impedance and inadequate capture continued to be noted. The rv lead was explanted and replaced to resolve the event. The patient status was not provided.

Manufacturer narrative:
Further information was requested but not received.